Manufacturer narrative:
510k#: k093668. The performed investigation has shown that the machined end of the mis rod has a notch which does not meet the specifications. However, this does not affect the function of the mis rod which easily can be connected to the rod holder. The complained mis rod was sent for further investigation to the manufacturing plant. The results show that this implant has been produced in may 2011 and no abnormalities were found on production documents. No further complaint on this item is known. Based on these results, no further measures are initiated and this case is evaluated as an isolated case. This device used for treatment and not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the refill of a loan set it was noticed that there was a deformity in the connection part of the mis rod. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni, kwo, kwp. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.